Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient saw the hcp on (B)(6) 2016 and high impedances of greater than 40,000 ohms on contacts points 3 and 8 were noted. It was also confirmed that the patient did not feel any tingling, shock, or loss of benefit. The patient was also reprogrammed at this visit. As stimulation was increased, it was noted that the patient's postural tremor improved significantly at 3.0 volts while the hand writing improved at 3.4 volts; the patient's programming was left at 3.4 volts. No other information was reported.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# v052172, implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient's leg shaking, that she has had since she was (B)(6) years old, has recently became worse and has become more distressing after she was implanted. The patient noted that the shaking is usually bad when she is driving. The patient initially thought it was because she was holding her foot in a "funny position" but then noticed it was shaking more the following days as well. Additional information has been requested regarding interventions and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information was received from a patient. It was reported that dbs stopped helping her with tremors in her lower extremities and the tremors were getting worse. The patient also noted that writing has become a "pain" in the last 6 months. The health care provider (hcp) was seen a couple of months ago and an x-ray was performed and no lead breaks were noted, but the hcp made the determination that 2 electrodes on the lead were not working; the electrodes were programmed around. The patient stated that she is reprogrammed more often but it does not last for more than a day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.